Manufacturer narrative:
G4: 03nov2020; b4: 04nov2020. The patient was placed on an alternative unit; however, there was no medical intervention to the patient-reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 10nov2020, b4: 10nov2020. The patient was placed on an alternative unit. There was no patient/user harm reported as a result of this event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:08dec2020, b4:15dec2020. The touchscreen assembly was returned for failure analysis. Visual inspection of the returned touchscreen assembly revealed a cracked. An investigation was performed and the touchscreen with cracked or shattered glass cannot be tested since the glass has a resistive coating, which if broken, makes the touchscreen non-functional. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26aug2020.

Event description:
The customer reported touch panel was occasionally inoperable. The reported issue was not duplicated but touchscreen needs to be replaced to prevent recurrence. The service technician is waiting for an order from the customer, the repair completion date has not been fixed. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.

Manufacturer narrative:
G4: 02nov2020 b4: (B)(6) 2020 the touchscreen was replaced to resolve the reported issue. The following parts were replaced for periodic maintenance 1: oxygen inlet filter, air inlet filter and cooling fan filter. Unit was checked overall, cleaned, run in tests and functionally tested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.